Manufacturer narrative:
The guide wire and oad were discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot numbers were not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the posterior tibial (pt) artery and was accessed via a femoral approach. The csi flextip guide wire was advanced into a side branch of the pt artery and csi orbital atherectomy device (oad) was loaded onto it. Multiple runs were performed using the oad to treat the lesion. During the final run, the distal tip of the oad came into contact with the tip of the guide wire flex tip, causing the tip to break off in the vessel. The physician attempted to remove the tip, but was unsuccessful. The tip of the guide wire was left in the patient and the patient status remained stable. Additional information has been requested, but has not yet been received.